Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable lead exhibited increased pacing thresholds post implant to 3.2 volts. A revision procedure was performed and this lead was explanted and replaced. It was suspected that this product micro-dislodged. No further adverse patient effects were reported. This product is not expected to be returned.